Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection observed a hole on the dialysate pump segment resulting in the reported leak. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set, an external fluid leakage occurred. There was no patient involvement. No additional information is available.